Event description:
The customer called to report low blood glucose levels. The customer was unable to troubleshoot at the time of the call. However, the customer mentioned that she had been hospitalized previously due to low blood glucose levels. No date was given. The customer stated that the insulin pump over-bolused, causing her to lose consciousness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.